Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10957. The target lesion was located in a coronary artery. A 2.38mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, outside the patient's body, it was noted that the burr stalled; furthermore, the rotawire could not be removed from the burr. The procedure was completed with another of the same burr and rotawire. There were no patient complications.